Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient thought their ins was depleted probably last year in 2016 but they didn't have a problem with it. Patient stated that they stopped feeling it and they couldn't connect with the controller. Furthermore, patient reported that they fell in 2016 sometime and the ins was moving. Patient stated that the ins was floating like moving up towards their waist. They also reported that their back was bothering them all the time but didn't think it was the ins that was causing it. No further complications were reported. [Date of event is an estimate].

Manufacturer narrative:
Device code c(B)(4) has been removed from original regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that the circumstances that led to the battery depletion and having stopped feeling stimulation was that it just stopped working. Also that the steps taken to resolve the battery depletion wasn't much as they had been looking for a physician to change battery or take it out. Patient confirmed that they had the ins battery was checked and determined to not be moving. Patient further stated that they had an appointment on (B)(6) 2017. No further complications were reported.